Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on august 07, 2025. Lot number 3473247. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction/clarification to b5 description of event and g3 aware date of the initial medwatch: the previous medwatch incorrectly reported left side capsular contracture baker grade iii-IV. This event was initially reported on 2/may/2025 without an affected side; assumed to be bilateral. On 13/may/2025, it was indicated that capsular contracture baker grade iii-IV was only diagnosed for the contralateral side. There was no complaint against the left side device at the time the medwatch was submitted. Left side capsular contracture baker grade unknown was specifically reported for the first time on 24/jun/2025 - the aware date of this medwatch. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii-IV". Healthcare professional later reporter that capsular contracture baker grade iii-IV is related only to the contralateral side. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.